Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2023-02152. All relevant information will be captured under 1416980-2023-02152. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) inside the cassette of an amia automated pd cycler set. The pm was further described as a ¿black fleck inside the cassette¿. The pm was discovered during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.